Event description:
Boston scientific received information that this right atrial lead dislodged after the patient had fallen. The lead was abandoned surgically and replaced. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
The lead was abandoned and was not returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.